Event description:
It was reported that after insertion of the lead into the patient during an implant procedure, the suture sleeve could not be seen. The entire lead was extracted from the patient, however the suture sleeve could not be found. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
No hospital was identified in the initial reported event; communication with the user facility is not possible. Without a device serial number, the manufacturing date cannot be determined.